Manufacturer narrative:
The sample is not available for evaluation. A follow-up report will be provided upon conclusion of the investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The customer reported a significant number of wraps returning from the operating room with holes. The customer explained that they have been unable to identify the cause of the holes due to the wide variation in hole types, the different equipment involved, and the multiple sterilization processes used. The scheduled procedure was cancelled.